Manufacturer narrative:
Removed other serious (important medical events) event date: corrected date of event to (B)(6) 2016.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was hospitalized on (B)(6) 2016 due to an elevated blood glucose (bg) level greater than 600 (mg/dl), diabetic ketoacidosis, and dehydration. During hospitalization, customer was treated with an intravenous insulin. Customer was released from the hospital on (B)(6) 2016.